Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The complaint as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies difficult or premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported, faulty release system. Removal of the coil by lasso. No consequences for patient.

Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. Items not returned for evaluation: -introducer. -v-grip. The visual analysis of the returned device found the implant still attached to the pusher, but damaged and deformed, and the pusher exhibited kinks and lead wire separation. The device was tested with the 4-way continuity test using an in-house v-grip controller and all tries gave out green lights that turned to red lights. The pusher resistance was measured and gave 39.8 (spec=38-52), which is within specification and proximal resistance of ol (spec=overload) which is within the specification. Tested the unit for detachment using an in-house v-grip controller, but the implant did not detach after three attempts.

Event description:
Additional information provided indicated: the coil detachment failed during the procedure (splenic aneurysm). The clinician attempted to remove the device, but the coil was then released into the aorta, requiring it to be retrieved using a lasso. No consequence for the patient.